Event description:
Pulsatile blood was noted in balloon right groin line; pt was without complaints. Balloon presumed to be ruptured. Attempt at rewire of the balloon aborted as pt coded and was stabilized. Another balloon catheter inserted into left groin; tubing had pulsatile blood in balloon. A third balloon was re-inserted over wire.